Event description:
The customer reported that the buckle snapped off. The customer was not able to provide add'l info on how the device was being used at the time of the event.

Manufacturer narrative:
The product was returned for eval. Physical exam confirmed that the buckle was broken and was able to be replaced. (B)(4).